Event description:
Legal claim alleges: on (B)(6), 2009, patient was implanted with a depuy asr hip implant on his left side. After his surgery, his hip shifted, causing a popping sensation in his knee. Pain radiated up and down his leg. He experienced chronic itching, which is believed to be due to elevated cobalt chromium levels. Patient was revised on (B)(6), 2010, at which time it was noted that there was aseptic loosening of the acetabular component, with no evidence of bone ingrowth.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.